Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 3 months after the dental implant was placed in ada site 12 in the mouth, the implant failed in type iii bone. Clinician noted patient's thin buccal plate and bone loss. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 3 months after the dental implant was placed in ada site 12 in the mouth, the implant failed in type iii bone. Clinician noted patient's thin buccal plate and bone loss. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).